Event description:
The facility reports the pt was laying on the couch. The caregiver placed the resident in the sling and attached the sling to the lift. The caregiver moved the pt over the arm of the couch, which caused slack in the sling strap. The strap released from the banger bar. The pt then fell backwards. Hitting his head on the leg of the lift, suffering a laceration to the back of the head which required 8 staples.

Event description:
The facility reports the pt was laying on the couch. The caregiver attached plated the resident in the sling and attached the sling to the lift. The caregiver moved the pt over the arm of the couch, which caused slack in the sling strap. The strap released from the hanger bar. The pt then fell backwards, hitting their head on the leg of the lift, suffering a laceration to the back of the head which required a staples.